Event description:
The pt only benefited from the pump for one week post implant. Since then, he had no pain relief. The physician was not able to aspirate medication from the catheter access port (cap). It was reported that the physician planned to wean the pt off of drug and fill the pump with saline, prior to doing a dye study to ensure that the pt wasn't overdosed during the procedure. The device system was used to deliver baclofen and morphine. Follow-up with the pt's healthcare professional was recommended. Additional info has been requested, a follow-up report will be sent if additional info becomes available.